Event description:
Our company received information that this ventricular lead's impedance measurements had increased significantly in the last six months. The thresholds and sensing levels had not changed. Our company received additional information four months later that the impedance measurement further increased. A technical service consultant recommended following the patient closely and testing the lead in unipolar configuration. The atrioventricular delay was extended to promote ventricular sensing. The physician reported that the lead was functioning appropriately and elected to leave the lead implanted at this time. Our company received information over two years later that the impedance measurement increased above 2000 ohms and loss of capture was observed. Boston scientific crm received additional information two years later that during the elective device replacement procedure, the physician elected to leave this right ventricular (rv) lead implanted as the patient required minimal rv pacing. No adverse patient effects were reported.

Manufacturer narrative:
The representative reported that the lead will be revised. No additional information is available at this time. This event will be reopened if additional information becomes available or if the product is returned for analysis. The lead remains implanted. No adverse patient effects were reported.